Manufacturer narrative:
The device was intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause may be an obstruction, component failure, or kinked tubing. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range. (B)(4).

Event description:
It was reported that before the procedure it was found that the device presented suction failure.